Event description:
It was reported that during a right internal carotid artery stenting treatment procedure, stent deployment difficulties were encountered. During the procedure, after the physician deployed another MFR's filter device, he predilated the lesion with a gazelle 6x20 mm balloon to 4 atms. He subsequently attempted to deploy a carotid wallstent, but the stent did not fully deploy. The physician withdrew the stent in its semi-deployed condition through the guide catheter. On further examination of the device, it was impossible to flush through the internal lumen. No injuries or complications were reported for the patient. Patient status is reported as "stable." Reportable based on analysis findings approved 17 aug 2007 - stent damage.

Manufacturer narrative:
Product analysis confirmed that the stent had been deployed from the device, however, it was captured by the exterior ro marker band which had delaminated from the outer sheath. The t-body and outer sheath had been retracted. Visual examination found that the inner lumen was broken at 165mm proximal to the base of the tip. A filterwire was inserted through the distal section of the inner lumen on its return. The exterior ro marker band that had delaminated from the outer sheath was caught on the proximal end of the deployed stent. It was noted that the stent holder had moved distally along the inner lumen and was located proximal to the tip and beneath the delaminated ro marker band. Visual examination found that the stent was deformed and damaged. The outer sheath was bunched up between the distal end of the stainless steel shaft and the proximal to middle outer bond. A review of the mfg records found that the device met its material, assembly, and product specifications. The root cause of the difficulties experienced during the procedure could not be determined. A CAPA has been initiated to address this issue.